Event description:
Customer called to report pod that he experienced "high unexplained bg's" that would not come down with boluses. He said, his bg's were in the 400's so he removed the pod. Cannula appeared to be bent. Customer was able to activate new pod. They were able to activate a new pod successfully.

Manufacturer narrative:
The product was returned and found to have a damaged cannula tip. The cannula tip was found to pass insulin; however, flow was severely restricted. This condition would have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. Patients are trained to select a pod placement site consisting of fatty subcutaneous tissue. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that, the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient followed the labeling as recommended. There was no adverse event. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.